Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 06-20-2024 it was reported by the patient that soft cannula found crimped upon removal from infusion site. The location of site was at abdomen. Patient noticed their symptoms within 3 or more hours after insertion. Patient also reported that needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.